Manufacturer narrative:
(B)(4).

Event description:
The complaint reported that: "we inflated the green balloon to isolate the right mainstem. During the case, right upper lobe begin to inflate."

Event description:
The complaint was reported as: "we inflated the green balloon to isolate the right mainstem. During the case, right upper lobe begin to inflate. Additional air was injected. Then same issue occurred. Then after a while, total tidal volume on the vent began to decrease then pt's saturation began to decrease. The right (green) balloon was deflated and the position of the balloon was examined bronchoscopically, which was fine. This occurred at at least a couple of times. The anesthesiologist noticed that the left (blue) balloon kept inflating. So, what she did was to deflate the left balloon (blue) and inject 1 ml of air into the right (green). This solved the issue. On examination of the device after the case, I was able to inflate the blue balloon by compressing the green balloon. So my conclusion is that there was a tiny communication between the two channels." No patient injury or consequence reported. The patient condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Additional information was received regarding the patient desaturation and the sales rep has reported "the lowest was 94%, but she was in the high 90s most of the case." The actual sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that a visual exam was performed and no defects were observed. It was also reported that functional testing was performed and "15ml of the air was let in the balloon on yellow extrusion through yellow pilot valve and after few minutes the blue pilot valve and the balloon on blue extrusion and started slowly inflating." A device history record review was performed and no relevant findings were identified. The manufacturing site reports that the complaint was confirmed based on the functional inspection. The root cause is listed as supplier related. A CAPA was opened to address this issue.